Event description:
The customer reported that an 840 ventilator was inoperable. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replace the oxygen (o2) sensor. The unit passed extended self-testing. The customer did not provide the ventilator serial number.

Manufacturer narrative:
(B)(4).